Event description:
Procedure: wedge resection. Reportedly, while the device was fired a cracking sound occurred and the clamp cover disengaged into the cavity. The surgeon proceeded to open the thorax and the clamp cover was retrieved.